Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 475 mg/dl at the time of incident. Customer reported that this morning when the customer woke up his blood glucose was 407 mg/dl, then customer ate breakfast after he gave himself a meal time bolus resulting for his blood glucose went high. Customer reported that his blood glucose before ended the call was 394 mg/dl. The customer experienced symptoms such as nausea. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.